Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting and discussion with customer biomed. The customer indicated the speaker had been replaced and no signs of damage were identified on the board or around the speaker socket, but the speaker issue was not resolved; however, during troubleshooting, the issue could not be reproduced and no errors were identified. Based on the information available, the product malfunction was unable to be confirmed. As for precautionary measures, the speaker was replaced and the product is back in service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an avalon fm30 fetal monitor indicating that after booting, it displays a speaker malfunction message. It is unknown if there was any audible sound produced by the device. It is unknown if the device was in use at time of event, and there was no adverse event reported.